Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one verio iq meter read inaccurately high compared to his feeling and or normal result. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported, on (B)(6) 2013 at 1:00 a.m., he developed symptoms of ¿sweaty, nauseous¿. The patient stated the alleged issue began on (B)(6) 2013 at 1:24 a.m. When he obtained a blood glucose result of ¿109mg/dl¿ with the subject meter. The patient manages his diabetes with oral medication, diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated, at 1:30 a.m., he self treated with glucose tablets/gel in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. Replacement products were still sent to the patient. There is no indication that the product caused or contributed to this adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the patient¿s treatment did not correlate with the alleged issue.

Manufacturer narrative:
Follow-up # 2 ¿ (11/25/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 11/19/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.